Event description:
Customer reported via phone call that the insulin pump was under delivering. The customer blood glucose level was 277 mg/dl. The customer was assisted with troubleshooting. The customer was treated by insulin pump. Customer stated their blood glucose was high and believes their insulin pump was not delivering insulin. Customer alleging possible insulin pump under delivery because the insulin pump delivering a less amount and the last one did not deliver anything. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.